Event description:
It was reported that during an low anterior resection procedure, a strange noise was nheard. Aonther like device was used to complete the case. Handpiece error. There were no adverse consequences for the patient.

Manufacturer narrative:
The analysis was performed and was found that the handpiece no longer meets the specifications for continuity. The instrument was tested with a generator and an error code 7 was noted. The handpiece was disassembled, a torn acoustic isolator was found. Due to this condition, it may lead for an error code 3 to occur. N each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.